Manufacturer narrative:
Instrumentation laboratory (il) conducted an investigation that included a review of electronic data files from the customer's gem premier 4000. The data showed no indication of instrument and/or glucose sensor malfunction during sample analysis, supporting a valid low glucose result. Therefore, the gem premier 4000 performed as intended and no remedial action is required at this time.

Event description:
A customer requested instrumentation laboratory (il) to verify a glucose test result from a gem premier 4000 instrument. The glucose result on (B)(6) 2016 was 1.4 mmol/l (25.2 mg/dl). The patient involved was subsequently admitted to the intensive therapy unit (itu), and died on (B)(6) 2016.